Manufacturer narrative:
H.6. Investigation: forty-eight safetyglide needle assemblies in fully sealed blister packs inside an opened 50-count shelf carton were received and evaluated. It was observed twenty-four of the packages were confirmed to be form batch 8298537 (p/n 305901). The other twenty-four packages and shelf carton were confirmed to be form batch 8303841 (p/n 305916). The mixed product defect is rejectable per product specification. The potential root cause for the mixed product defect is associated with improper line clearance. The previous product manufactured on the line was not completely removed prior to the manufacture of the next batch. Corrective actions include, retraining for proper line clearance procedure of all operators associated with this machine. Corrective and preventative action, CAPA#85331, was opened to investigate . Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The previous product and batch that was manufactured prior to this batch is consistent with the reported mixed product information. H3 other text : see h.10.

Event description:
Material no. 305916 . Batch no. 8303841. It was reported that before use of the bd safetyglide¿ needle the needles were mixed with another material number. Material no. 305916 was mixed with material no. 305901 in the box. (Approx. 50 syringes). The following information was provided by the initial reporter: box item # 305916 with lot # 8303841 was mixed with item #305901 lot # 8298537 (from the blister packet) in the amount of aprox 50 syringes.

Event description:
Material no. 305916 batch no. 8303841. It was reported that before use of the bd safetyglide¿ needle the needles were mixed with another material number. Material no. 305916 was mixed with material no. 305901 in the box. (Approx. 50 syringes). The following information was provided by the initial reporter: box item # 305916 with lot # 8303841 was mixed with item #305901 lot # 8298537 (from the blister packet) in the amount of aprox 50 syringes.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The information in the verbatim is consistent with the findings from the DHR review. Therefore, the mixed product defect is confirmed. The potential root cause for the mixed product defect is associated with improper line clearance. The previous product manufactured on the line was not completely removed prior to the manufacture of the next batch. Corrective actions include, retraining for proper line clearance procedure of all operators associated with this machine. Corrective and preventative action was opened to investigate. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The previous product and batch that was manufactured prior to this batch is consistent with the reported mixed product information. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305916, batch no. 8303841 . It was reported that before use of the bd safetyglide¿ needle the needles were mixed with another material number. Material no. 305916 was mixed with material no. 305901 in the box. (Approx. 50 syringes). The following information was provided by the initial reporter: box item # 305916 with lot # 8303841 was mixed with item #305901 lot # 8298537 (from the blister packet) in the amount of aprox 50 syringes.